Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and observed that the broken pin was stuck in pin socket 8. It was also observed that the barrels were missing from the stern socket.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio also instructed the customer to locate the damaged hard paddles assembly that was missing a pin and remove it from use.

Event description:
It was initially reported that the device failed to detect a connection to a test plug during a user test. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that a pin had broken off of a hard paddles assembly and become stuck in the device's therapy connector. This could inhibit connection of another hard paddles assembly and prevent the device from defibrillating, if necessary.